Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported a bia-alcl diagnosis, device rupture and "capsular fibrosis". The device was removed and discarded. Capsules were sent for pathology testing. Pathology result have not been provided. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Baker grade is unknown.